Event description:
It was reported that the light source had a connector that needed to be replaced. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.